Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing with low r-wave amplitude. The vector was reprogrammed. It was noted that the smartpass feature was unable to be turned on due to the very low r-wave amplitude. One week later the patient received another inappropriate shock for t-wave oversensing due to low amplitude. Two weeks later four additional inappropriate shocks were administered for t-wave oversensing and low amplitude. One of the shocks accelerated the patient's rhythm into monomorphic ventricular tachycardia (vt) which self terminated. The electrode shock impedance was noted to be high at 174 ohms. It was also further noted that the patient was of obese stature. Boston scientific technical services (ts) was once again consulted and suggested obtaining an x-ray and testing the r-wave amplitude measurements in a different vector. Approximately one week later the s-ICD and electrode were returned from an unknown source, thus indicating they had been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.